Manufacturer narrative:
By the check of the dhrs, no pre existing anomaly was found on the (B)(4) glenospheres code 1376.09.040 placed on the market with lot# 1501540. According to ou record, at least (B)(4) glenospheres with the same lot# have already been implanted and this is the first and only complaint received on them. Very few information available on this revision surgery: no pre-revision surgery xrays, no post-operative xrays referring to primary surgery, explanted components not available to be returned to limacorporate for a deeper analysis. Without this important information no further investigation can be performed, we can only confirm that the suspected component was manufactured up to specifications: no deviation detected by the check of the dhrs of the lot# involved. At this stage, this event cannot be classified as product related. Pms data: according to our pms data, revision rate of smr reverse due to cuff failure is lower that 0.01%. No specific corrective actions for this case. Limacorporate will continue monitoring the market to promptly detect any further similar event. Note: this report is a initial-final combined MDR as all the available information has already been received and analyzed.

Event description:
Smr reverse revision surgery due to cuff failure performed on (B)(6) 2020. Primary surgery was performed on (B)(6) 2015. According to the information received, this patient underwent 2 additional revision surgeries after the one object of this report: revision surgery on (B)(6) 2020 due to continous dislocation. Event associated with complaint # 3008021110-2020-00030 (limacorporate complaint# (B)(4)). Revision surgery due to infection on (B)(6) 2020. Event associated with complaint # 3008021110-2020-00045 (limacorporate complaint# (B)(4)). Patient is male, (B)(6) old. Event happened in the USA.